Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported by the user that prior to starting a breast biopsy procedure using an atec biopsy device on (B)(6) 2026, "the needle bent out of place right at the patient's side." No patient or user harm was reported, and the procedure was completed using another disposable device.